Event description:
It was reported that the right ventricular lead experienced low sensing, high capture threshold and non capture. On fluoroscopy, the lead was also "significantly pulled back." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was blood/body fluid on the outer tubing overlap, and the outer tubing overlay was melted and had cosmetic environmental stress cracking. There was apparent explant damage.